Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental reoprt will be submitted upon completion of investigation.

Event description:
It was reported that on (B)(6) 2014 the product was injected into the patient's eye for trauma-induced retinal detachment; on (B)(6) 2014 the product was observed to be adhering to the anterior chamber. A scraping procedure was performed but was not successful.